Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was leaking. The following information was reported by the initial reporter with the verbatim: leaking at filter.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
No additional information. Pr 8580218 - follow up MDR for device evaluation.

Manufacturer narrative:
Pr 8580218 - follow up MDR for device evaluation. One sample was received and tested by our quality team. The set was infused with saline solution and the air vent on filter leaked immediately. The complaint was verified and then sent to the supplier for further testing. The filter lot had no abnormalities in during production quality checks and did not present any issues before assembly of final product. The supplier also verified leak with saline and proceeded to flush set with di water for 8 hours. Under a pressure test with air- the vent "popped" at 4 bar- supplier analyzed set with microscope and noticed air vent was clogged/ stained and did not allow proper air flow. This is the root cause of the failure: the drugs being infused compromised the integrity of filter air vent leading to a leak. This type leakage from filter is an escalated issue and is being investigated on multiple levels of our organization. A device history record review for model mz9270 lot number 23029243 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15feb2023 . There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.